Event description:
It was reported that the user experienced hypoglycemia with unclear cause, with a fingerstick glucose of 90 mg/dl while the cgm displayed 72 mg/dl, after which the user received troubleshooting and education on cgm calibration and meal announcement timing. Investigation included review of device data and user education. Further investigation of this case revealed no device malfunction identified and user guidance provided on not announcing meals during low glucose and on calibrating the cgm. No symptoms associated with low blood glucose reported. Outcomes included the use of oral fast-acting carbohydrate to treat the event. It was concluded that the event was consistent with hypoglycemia of unclear cause and that user education addressed management and device use. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.